Manufacturer narrative:
Due diligence for additional information was executed. There is no additional information available yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device is returned and a device evaluation is completed. User complaint is confirmed. The device had a damage on the electrical system. There was a puncture on the cable damaging the cable insulation. The device exhibits an error code e224 due to cable issue. This is a communication with scope error. The device failed leak test. The label on the device was illegible.

Event description:
As reported for this event, during an unknown procedure, the image did not appear and was not reading on tower. There was no reported adverse event to the patient.